Event description:
On 3/30/88 an aus device was implanted. On 12/21/88 the cuff was revised. On 8/1/90 the pump was revised and tandem cuff implanted. On 2/12/97 the entire device with tandem cuff were removed from the pt and replaced (tandem cuff implanted) due to loss of pressure.